Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse did not find any mtm-related errors in the error logs. The fse cleaned the fibers and the fiber connectors and swapped the fiber between ssc 1 and ssc 2. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the manipulator of the surgeon side console (ssc 1) was sluggish. The customer reinstalled the instrument and adapter, but issue remained. The customer swapped to ssc 2, and the surgeon felt that the manipulator worked normally. The customer had completed the procedure with ssc2. The procedure was completing as planned with no reported injury.